Manufacturer narrative:
Follow-up #1: date of submission, 08/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: there was a green line through the display. A leak test suggested that there was a leak in the case seal. Moisture was found within the device. A battery compartment crack was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a line through the display screen. The reporter stated that there was moisture in the battery and cartridge compartments. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.